Manufacturer narrative:
Additional data: d9, h3 corrected data: d4, g1, h4 h6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a tritanium posterior lumbar cage deformed intra-operatively during insertion. The procedure was completed successfully using a replacement with a three minute surgical delay and no adverse consequence to the patient.

Event description:
It was reported that a tritanium posterior lumbar cage deformed intra-operatively during insertion. The procedure was completed successfully using a replacement with a three minute surgical delay and no adverse consequence to the patient.